Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user¿s blood glucose rose to 560 mg/dl and the user observed a wet cartridge; the user later disclosed filling the cartridge until the plunger touched the tab and connecting the cartridge to the connector before placing it into the housing, which can allow leakage, and was counseled to place the cartridge into the housing first and then lock with the connector, with the cartridge capacity limited to 180 units. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without professional medical intervention or assistance, no hospitalization, and subsequent blood glucose improvement after corrective actions. Investigation included a troubleshooting review of the user¿s supply change technique and fill practices. Investigation of this case revealed incorrect assembly sequence and potential overfilling that likely caused a cartridge leak and loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique was the cause.